Event description:
A surgeon reported that the anterior chamber was slightly becoming soft because irrigation didn't flow properly during the procedure. The problem was not solved after replacing the pak and the tip with another one. The surgery was completed with no harm tot he patient. The surgeon noticed that there was no irrigation port on the infusion sleeve. Additional information has been requested.

Manufacturer narrative:
The investigation is in progress. A sample is expected but has not yet been received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).